Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within expectations. A control was outside of range low on (B)(6) 2022 and was ok when repeated the same day. Controls were within range on the day of the event. No reagent issue is obvious. Upon review of the alarm trace, many sample quality related errors occurred on the day of the event. Errors included sample foam alarms, sample short alarms, and a sample clot alarm. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys prolactin assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a prolactin value of 0.262 ng/ml. The sample was re-centrifuged and repeated, resulting as 31.7 ng/ml. The sample was also repeated on (B)(6) 2022, resulting in a value of 31.5 ng/ml. The repeat values were confirmed to be correct. The prolactin reagent lot number was 52654801, with an expiration date of 31-jul-2022.